Event description:
Reported via patient call center. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged on eliquis 2.5mg. The patient presented back to the hospital on (B)(6) 2026, after waking up with a facial droop and some speech difficulty. A magnetic resonance imaging (MRI) of the brain was performed and confirmed two small strokes in the left insular and left frontal lobes. The patient had a transesophageal echocardiography (tee) and remains on eliquis 2.5mg twice a day. No further information was provided at the time of this report.